Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the nc trek coronary dilatation catheter was advanced for post-dilatation via kissing balloon technique. Following, the balloon was unable to deflate. The device was removed with resistance felt. Outside the anatomy, the balloon appeared partially deflated. There were no reported adverse patient effects and no reported intervention due to this issue. No additional information was available.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported deflation issue and difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.